Manufacturer narrative:
(B)(4). Ring dehiscence. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there was dehiscence of the annuloplasty ring causing regurgitation. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The surgeon has noted that this event was not related to a malfunction of the explanted ring. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 3 years due to severe mitral regurgitation, secondary to ring dehiscence. Per the surgeon, there was no malfunction of the annuloplasty ring. According to the op report, the valve ring on the mitral valve was dehisced along the posterior annulus. The posterior leaflet of the mitral valve was restricted. Anterior leaflet was normal. It was elected to replaced the patient's mitral valve with an edwards bioprosthetic valve. Echocardiography confirmed a well-seated mitral valve with no paravalvular leak.